Event description:
As reported: "it was reported by the customer that the tip of the extraction instrument broke off in the screw head."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.